Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to near end of service, the vns patient¿s lead was noted to have an abraded opening on its outer tubing. The surgeon noted the opening prior to replacing the patient¿s generator and elected to also replace the patient¿s lead during the procedure. The surgeon stated that the inner tubing was intact and diagnostic results prior to explant showed lead impedance within normal limits. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(4) 2012. The explanted generator and lead were returned to the manufacturer for analysis. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Electrical test results showed that the pulse generator performed according to functional specifications. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2014, where the impedance value changed from a normal limits range to high lead impedance. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Incisions in the silicone tubing of the returned lead portions were necessary to perform proper inspection of the lead. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro etching conditions have occurred at the break location. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. The negative coil has what appears to be a superficial void in the vicinity of the break in two strands. No obvious adverse effect was identified on the device performance as a result of this condition. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure occurred, but did not cause or contribute to death or serious injury.